Manufacturer narrative:
Conclusion summary: no image and no light. Fluid invasion in handle housing. Leak from handle housing. Nicks on distal tip. Root cause of handle housing leak which caused no image and no light output was identified on ecm100007630 (effective 11/18/2024) as a manufacturing change to the housing. Kse is monitoring this defect which is currently in control. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that no video image on monitor. There was a delay of less than 10 min to retrieve another scope from sterile processing department. No negative impact in state of health reported.